Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a moderately calcified, 85% stenotic lesion in a severely tortuous circumflex artery (cx). The lesion was predilated with a 1.5 x 15 and 2.5 x 15 mm balloon. After predilation the physician attempted to reach the lesion with a taxus liberte - 2.5 x 20 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to push harder on the stent delivery system (sds) until the shaft fractured into two pieces. The fracture occurred in the guide catheter and was removed from the pt's body without any complications. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".